Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging was provided for evaluation. It should be noted that sample do not match the reported catalog. The sample was compared to the product drawing, and sample was determined to be catalog 490103. The sample was visually evaluated, and no defects were observed. The sample was also leak tested and leakage was observed at the bottom of the filter. The sample couldn't be tested for air-in-line bubbles due to the leakage on the filter. The leakage could be the cause of the air in line during use. B. Braun has initiated a voluntary medical device correction 2523676-9/26/23-004-c for multiple batches of infusomat® pump sets manufactured between 01 january 2022 - 17 august 2023. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. It should be noted that following sections were updated: section d1: brand name to infusomat® section d4: item number updated to 490103 section d5: UDI number updated to (B)(4)

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: nurses stated that the IV sets were defective with excessive air bubbles. "I have 2 sets which had excessive air in line alarms." No injury reported.